Event description:
It was reported that during a vats procedure, the device fired an incomplete staple line. There was no reported patient consequence and the surgeon opened another reload to complete the case.